Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 4.00x28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region of the stent were noted to be lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03feb2021. It was reported that shaft kink occurred. The 70% stenosed target lesion, containing a less than 45 degrees bend was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00x28mm promus element plus drug-eluting stent was selected for use but the stent delivery shaft was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.